Event description:
This is a spontaneous report by a consumer of a home patient that experienced an unknown disconnection and acquired peritonitis manifested by hazy drain. The patient was not hospitalized for the event. Treatment was not reported. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). As the sample was not returned; therefore, a device analysis cannot be completed. If additional relevant information is received, a supplemental report will be submitted.